Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage was noted. The 90% stenosed lesion was located in the severely tortuous and calcified mid to distal right coronary artery. The physician attempted to cross the lesion with the 3.00 x 32 mm taxus express2 paclitaxel-eluting coronary stent system, however, it was unable to cross the lesion. When the stent was removed, it was noted that the stent was lifted. The device was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).